Manufacturer narrative:
Patient experienced blisters and scarring following a procedure. Physician says the procedure had no problems and the device performed as expected. This complaint is not considered attributable to a malfunction of the device. Review of this file showed the 3500a form completed but no evidence of acknowledgements. Therefore, this medwatch is being resubmitted.

Event description:
Patient experiencing blistering and scarring after a procedure using j-plasma.